Event description:
It was reported "leaking lumen on PICC- placed PICC line. No issues with placement. As placing clave on purple lumen dripping noted where clave and lumen connect. When syringe pulled back to check for blood return air leak noted. PICC changed with no issues to different lot number. No leaking around lumen noted."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking lumen on PICC- placed PICC line. No issues with placement. As placing clave on purple lumen dripping noted where clave and lumen connect. When syringe pulled back to check for blood return air leak noted. PICC changed with no issues to different lot number. No leaking around lumen noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report 3006260740-2022-01047 was submitted with date of awareness as 03/11/2022 and event date as 03/10/2022, upon review of information the correct date of awareness is 03/10/2022 and the correct event date is 03/09/2022.

Event description:
It was reported "leaking lumen on PICC- placed PICC line. No issues with placement. As placing clave on purple lumen dripping noted where clave and lumen connect. When syringe pulled back to check for blood return air leak noted. PICC changed with no issues to different lot number. No leaking around lumen noted." Medwatch report (B)(4): event 2: up to place PICC line. Line placed without difficulty. When clave placed and checked for blood return air noted into syringe. When flushed, saline noted dripping out between clave and hub. Claves changed out and same thing happened. Syringe directly attached to hub and same thing happened. Was on purple lumen of PICC. Lot# refx5564. New PICC placed to patient with no issues."